Manufacturer narrative:
Plant investigation; the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported to technical support during troubleshooting of a cycler issue during set up that upon removal of the cassette a fluid leak was observed. It is presumed the leak occurred during the prior treatment since the patient did not connect the supply bag when the cycler issue occurred. The patient was advised to continue with set up and to contact technical support if any additional issues are encountered.